Event description:
It was reported that during an lsh procedure, when cleaning the device, the blade tip broke off on the mayo table. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
.